Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: salt accumulation)/ block drainage lumen. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that white sediment was building up in the foley catheter and the patient had to change it every 4 to 5 days. It was stated that the patient got the foley catheters from (B)(6) agency.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: salt accumulation)/ block drainage lumen. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a white sediment was building up in the bard foley catheter and the patient got to change it every 4 to 5 days. It was stated that the patient got the foley catheters from the home health agency. Per customer via phone on 19aug2021, it was stated that the patient was not complaining but asking questions about why they were experiencing crystallization with the foleys. The patient learned there were two particular bacteria that were coated inside the foley were causing blockage.